Event description:
The pt's family member found them unconscious. Family member performed a blood glucose test on the suspect device and obtained a reading of 270 mg/dl. Family member also retest and the result was 191 mg/dl. Family member called the paramedics and gave pt coke and frosting. The paramedics arrived and tested pt's blood glucose on their meter and the result was 22 mg/dl. Pt was transported to the hosp and treated for low blood glucose and given a glucose IV.